Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 97 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: the unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The unit had a scratched case and cracked reservoir tube lip.